Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient received inappropriate therapy due to lead noise. The noise was reproducible with deep breathing and coughing. It was confirmed that the high voltage therapy and atp were both received due to this noise. The lead was capped and replaced and the patient was doing fine post-procedure.